Manufacturer narrative:
Device was received for evaluation at normal range of operation. Electrical testing of the device, including telemetry, and sensitivity test, did not reveal any anomalies. The device was also tested with various loads connected to the device and showed that lead impedance values were within specifications. Analysis of the right atrial (ra) and right ventricular (rv) device connectors did not reveal any anomalies. The reported complaint from the field could not be reproduced. A longevity assessment was performed and device was at normal range of operation with an appropriate remaining longevity.

Event description:
The patient fell after experiencing non-sustained ventricular tachycardia (vt). The patient was admitted to the hospital and the device was unable to be interrogated. Device images were reviewed and revealed a decrease in sensing on the atrial and ventricular channels as well as a decrease in atrial and ventricular impedance. There was no indication the patient's fall was related to the vt. The device was explanted and replaced to resolve the event and the patient was stable.